Manufacturer narrative:
5592-45 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a non-specific malfunction. The lead was capped and replaced. The lead was subsequently removed during a later procedure. No patient complications have been reported as a result of this event.